Event description:
Per the clinic the patient experienced a dislodged magnet during an MRI (specific strength not reported); however, the clinician did not follow the manufacturer's instructions for use of MRI. Subsequently, on (B)(6) 2023, the patient was placed under general anesthesia in order to reposition the implant magnet. The implanted device remains.

Manufacturer narrative:
This report is submitted on november 20, 2023.